Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3 ml ll foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when using the syringe to reconstitute chemotherapy, the preparation technician noticed brown traces on the body of the syringe. These traces were already present before opening the packaging. The defect was detected before the syringe was used, but this could have led to contamination of the chemotherapy bag. The incriminated device was kept.

Manufacturer narrative:
One sample and one photo were received by bd. A quality engineer was able to review the photo and sample of a 3ml eurographics syringe from lot #2306233 regarding item #309658 with the reported complaint of ¿foreign matter¿. The sample was received in an opened package with all applicable product information on the top web. The sample has several clusters of brown stains on the top of the barrel larger than level 4 consistent with embedded foreign matter. The image shows a loose syringe with a cluster of multiple brown stains larger than level 4 on the top of the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 2306233. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.